Event description:
Device 8 of 9. Reference MFR report: 1627487-2012-13267, 1627487-2012-13268, 1627487-2012-13269, 1627487-2012-13270, 1627487-2012-13271, 1627487-2012-13272, 1627487-2012-13273, and 1627487-2012-13275. There are 5 leads from different lot numbers and 3 extensions from different lot numbers. It's undetermined which lead or extension was removed. Reports for all leads and extensions are submitted. It was reported the patient had irritation at the ipg site. The physician suspected infection and placed the patient on oral antibiotics. Follow-up identified the physician removed the ipg and one extension. On lead was cut with the terminal end left in place. Cultures tested negative for infection. Follow-up found the patient had no signs of infection. Prior to the infection, it was noted there were impedance issues, and the amplitude was unable to be increased.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.